Manufacturer narrative:
Components were received for analysis. Implantation failure due to an infection; not due to device failure. The surgeon questions whether the color change to the metal components is ok and also the extent of wear of the inlay. The color changes to the as multi-layer are normal and have no effect on the function or properties of the coating. The wear of the inlay appears to be third body wear, most likely caused by bone cement particles at the joint surface. Manufacturing documentation for all lot numbers was reviewed. There were no indications of manufacturing or material defects. The most likely root cause is patient/user related. The device has been tested fir wear resistance and for biocompatibility. The IFU describes that the discoloration of the as multi-layer does not affect the function and properties of the coating. Corrective/preventive action is not required.

Event description:
Country of complaint: (B)(6). Revision surgery 1 year after knee components implanted; patient had infection that was initially clinically silent and the product(s) display traces of wear. Additional components to be evaluated are included in concomitant section of report include: nr195z / as tibia offset stem d15x92mm cemented, lot number 51902720, production date: 01/18/2013, expiration date: 11/01/2022. Nr880m / enduro meniscal component f2 10mm, lot number 52020241, production date: 03/21/2014, expiration date: 02/01/2019.